Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and a 20mm watchman flx closure device were selected to be used. During the procedure the first activated clotting time (act) was 235 seconds. A mobile thrombus was noted inside of the was sheath, near the tip of the watchman flx ball. There were no patient complications after aspirating the thrombus. The physician's decided to change the was sheath and the 20mm closure device for a new one, and the patient was implanted with no complications and is fully recovered.